Manufacturer narrative:
(B)(4). Date sent: 3/13/2026. B3: event year only reported: 2025. D4 batch #: a9cl7g. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with no apparent damage. The device was connected to a generator, evaluated with a test instrument, and was found to be non-functional. As the instrument was recognized by the gen11, the reported event of "communications issues" could not be confirmed. The handpiece was disassembled to verify the condition of the internal components, and the moisture indicator was positive, indicating water entered the handpiece cavity during the steam sterilization process, possibly through the distal seal due to a reduction of compressive force. Although no definitive root cause could be determined, it is possible that the ingress of moisture affected handpiece functionality. No patient or user adverse events were reported, and no conclusion could be reached on the cause of the reported event. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch a9cl7g, and no non-conformances were identified. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure an instrument connection error was detected. No patient involvement.